Manufacturer narrative:
One fast-cath introducer sheath and dilator were received for evaluation. The device was returned due to insertion difficulty of a transseptal needle. The needle insertion difficulty was due to using a brk needle with a right sided guiding introducer dilator, not a transseptal introducer dilator as recommended. During functional testing, the dilator was flushed and a brk needle/stylet assembly was inserted but the needle was unable to exit the sheath assembly. The dilator tubing was cut length-wise and build-up of foreign material was noted at the tip of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the brk needle insertion difficulties is consistent with the incorrect use of the device, the cause of the foreign material remains unknown.

Event description:
This report is to advise of an event observed during analysis confirming a foreign material within the sr0 guiding introducer dilator.